Event description:
Pt received synvisc one injection and following injection had pain, swelling, and could barely walk. Pt had tolerated in the past. Dose or amount: 6 ml millilitre(s), frequency: one time, route: intra-articular. Therapy date: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis.